Event description:
It was reported that the patient underwent exploratory laparotomy, enterorraphy on two planes and abdominal wall closure on (B)(6) 2015 and suture was used. On (B)(6) 2015, the patient experienced enteral secretion by the operative wound. An explorative laparotomy was performed and enteral secretions were found. Enterorraphy was performed in two planes with suture. Heavy cleaning of the abdominal cavity and drainage were performed during the procedure. The patient was sent to the ICU. It was reported that the patient is in the hospital, receives daily dressing changes, is fasting and on total parenteral nutrition and antibiotics. There is no forecast for hospital discharge.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 08/12/2015. (B)(4). Additional narrative: it was reported that the surgeon opined that patient developed a fistula and the fistula was not closed. The patient had a generalized infection.